Event description:
On (B)(6) 2011, company rep reported the pt stated the infusion set is leaking insulin at the connector resulting in an elevated blood glucose level. On call back pt reported the leaking is occurring at the point where the infusion set tubing leaves the claw of the end of the tubing and connects to the infusion headset piece. Pt stated the leaking occurs after the infusion set cannula has been in for 2 1/2 - 3 1/2 days. Advised pt it is recommended to change the infusion site every 3 days. Pt reported he would notice his blood glucose would be elevated and he would bolus. Pt stated he would see a drop of insulin forming on top of the plastic infusion headset. Pt reported he would change the headset and bolus for the elevated reading and then the reading would come down into normal range. Pt stated his blood glucose readings went as high as 200 mg/dl. Pt's target blood glucose level is 120 mg/dl. Pt reported this issue has been occurring for the past 2 years. Pt stated this occurs 2-3 times per month. Pt reported he thinks the hinging where the 2 pieces come together is separating. Pt has discarded the alleged infusion set. On call back on (B)(6) 2011, pt reported he does hear the audible click when he connects the infusion set. Pt stated the leak is at the infusion headset and tubing where they come together. Pt reported he may be pulling it while moving because it is in his thigh. The pt did not requirer assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.